Event description:
It was reported that the pt is experiencing bleeding, swelling and pain at the joint. Pt stated that the joint was drained.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.